Event description:
A company representative reported that a cayman mi drill and a cayman mi awl "broke" intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the drill.